Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen display was misaligned, and then the display turned black and displayed only white lines. Customer's blood glucose level was 119 mg/dl. It was indicated that the customer has back up manual injections for continued insulin therapy.